Event description:
It has been reported to philips that the device failed the menu button test while performing preventive maintenance. The set button is faulty. The issue was discovered outside of device use. No patient is involved. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.